Manufacturer narrative:
A patient called for medical information and additionally reported adverse events. An optease filter was placed on (B)(6) 2012 in the inferior vena cava to prevent release of thrombi to rest of body. Approximately five weeks after placement of the filter the physician attempted to remove the optease filter as an outpatient, as filter was no longer needed and discovered the filter would not collapse and the hook was bent. Approximately a week or two after first attempt to remove filter as an outpatient, the physician again attempted to remove the filter but was not able to as the filter would not collapse and the hook was bent. During the removal attempt the patient had complications described as "vagal down", clarified as the heart rate dropped to 20 heart beats per minute and that the filter had migrated to an unspecified location. The patient had a "gpa" done via the groin, the physician diagnosed that a 'thrombus had been released on the right leg.' As treatment, the patient was hospitalized and admitted on or around (B)(6) 2012 and administered a bolus of fluid. The patient was discharged one day after. Approximately three weeks ago, the patient began having pain shooting into her right side and swelling. No treatment was reported. Physician awareness was not obtained. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Vasovagal reactions may occur while applying pressure to the groin during percutaneous procedures in which arterial or venous access is obtained. Pressure on a large artery and pain can stimulate the vagus nerve, stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. Causing slowing of the heart rate and a drop in blood pressure. Anxiety, pain and discomfort at the puncture site may also result in a vasovagal reaction. Early signs include pallor, nausea and/or yawning, which often present with a slowing of the heart rate before a drop in blood pressure. This is a well know potential complication with any invasive procedure during which pressure is applied to the groin area. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. The retrieval difficulty experienced by the costumer was most likely related to the length of time the filter was deployed in the patient. The IFU states that the indication is for up to 23 days while in this case the attempted retrieval was at approximately 35 days and then again 7-14 after that. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Although the information provided is vague and incomplete it appears that the reason the filter was implanted was the development of dvt which may be the etiology behind the reported swelling and pain. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt. Inferior vena cava filters are used to prevent sequelae, especially pe, in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Placement of a vena cava filter reduces, but does not eliminate the risk of symptomatic pe in patients with proximal dvt in the short-term and does not prevent small pe. Factors that may have influenced the event include patient, pharmacological and lesion. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, 'sail' effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning and in patients who were in a dehydrated state when the filter was placed and have since re-hydrated thereby expanding the diameter of the vena cava. With the paucity of the information provided and without films of the reported event there is not enough information to draw a definitive clinical conclusion between the device and the reported event. There is no evidence of manufacturing or design issues that contributed to the event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
A patient called for medical information and additionally reported adverse events. An optease filter was placed on (B)(6) 2012, in the right inferior vena cava to prevent release of thrombi to rest of body. Approximately five weeks after placement of the filter the physician attempted to remove the optease filter as an outpatient, as filter was no longer needed and discovered the filter would not collapse and the hook was bent. Approximately a week or two after first attempt to remove filter as an outpatient, the physician attempted to remove the filter, but was not able to as the filter would not collapse and the hook was bent and as a result, the patient had complications described as she "vagal down", clarified as the heart rate dropped to 20 heart beats per minutes and the filter migrated determined by unspecified tests, the patient had a "gpa" done via the groin and physician diagnosed the patient had a thrombus which had released on the right leg. As treatment, the patient was hospitalized and admitted on or around (B)(6) 2012 and administered a bolus of fluid. The patient was discharged on a day after. Approximately three weeks ago, the patient began having pain shooting into her right side and swelling. No treatment was reported. Physician awareness was not obtained. Events remained ongoing.

Manufacturer narrative:
This device is not available for testing and evaluation. The catalog and lot numbers of the optease device are not currently available. Additional information is pending and will be submitted within 30 days upon receipt.